Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. There is however a probable association between the reported adverse event and a breach in aseptic technique during therapy as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) patient called regarding drain complications and during the call the patient mentioned having peritonitis. Upon follow up with the pd nurse confirmed the diagnosis of peritonitis. The nurse stated a peritoneal effluent fluid culture (collection and result date unknown) was collected and the results were positive for (B)(6). Additionally a peritoneal effluent fluid cell count was performed (collection date and result date unknown) and the results showed a white blood cell (wbc) count of 11,211 (units unknown). The patient did not require hospitalization and was treated outpatient with vancomycin (dosage, frequency, route and duration unknown). The pd nurse reported the peritonitis was believed to be due to touch contamination (details unknown). The patient is reported to be improving and remaining asymptomatic.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.